Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing, intermittent low blood glucose (bg) levels (40-60s mg/dl). Juice was consumed to address the bg level. The customer stated that the low bg was due to being a "brittle diabetic" and a bolus via the pump would frequently be delivered before a meal (as directed by the healthcare provider). As the events had occurred in the past, tandem technical support advised the customer to discuss the low bg with a healthcare provider.